Manufacturer narrative:
Additional repair is not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) female pt received a zenith main body graft and two zenith iliac legs. The procedure was completed without reported incident. After follow up cts, it was found that there was a small type I proximal endoleak causing minimal flow into the sac. The pt had no symptoms or complaints. Physician used a zenith main body extension on (B)(6) 2011 to extend the existing graft up to the renals again. Final run was done and showed no endoleak.